Event description:
It was reported during an in clinic follow up that the pacemaker had gone into backup vvi after an attempt to interrogate it. The device was reprogrammed and remains implanted. The patient was stable and asymptomatic.